Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) channel that was oversensed which led to pacing inhibition with greater than two seconds of asystole. There was also an inappropriate shock due to the noise. It was noted that the noise was from a particular day and has not occurred since that time. Boston scientific technical services (ts) was consulted and advised to discuss what the patient was doing on that day in an attempt to find the source of the noise. No further information was available. The system remains in service and no adverse patient effects were reported.